Event description:
Device malfunction: failure to deploy-thumb advancer, failure to retract-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right femoral artery after an interventional procedure. Reportedly, during the thumb advancer deployment, the exchange sheath did not split correctly, which prevented the locator wings from retracting. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.